Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a jagwire was used during an est (endoscopic sphincterotomy) procedure (patient over 18 years old). According to the complainant, while advancing the device, the physician encountered resistance. Upon removal, the ptfe coating was found to be rough. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).